Event description:
It was reported that within three weeks of implant, the left ventricular lead had dislodged. High thresholds were noted. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).